Event description:
It was reported that during an implant the device showed out of range impedance measurements. Device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of an impedance anomaly could not be confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and was found to be normal. The root cause of the impedance anomaly could not be determined.